Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site in the pt's left anterior descending artery. Upon attempting to inflate the balloon catheter, the balloon burst at 6 atmosheres of pressure resulting in a partial deployment of the stent. The balloon catheter was withdrawn without complication and a high pressure balloon catheter was successfully utilized to fully expand and deploy the stent. There were no add'l complications reported relative to the event and/or the pt.